Manufacturer narrative:
Company comment: the serious events of abscess at implant site and foreign body reaction were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical and surgical interventions to prevent permanent damage. The potential root causes include the injection procedure associated with inadequate aseptic technique or foreign body reaction to the product in the local tissue. The restylane kysse was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-may-2023 from a physician which refers to a 55-year-old female patient. No information about medical history, concomitant medications or history of allergies has been provided. The patient had previously received treatments with restylane kysse and juvederm in nasolabial area regularly from 2009 onwards. On (B)(6) 2023, the patient received treatment with 0.2 ml of restylane kysse (lot 20544-1) to the right side of nasolabial area using a pointed needle with unknown injection technique for wrinkle. The restylane kysse was injected to nasolabial area (off label use of device). From (B)(6) 2023 onwards, the patient had experienced moderate abscess formation (implant site abscess) on the right side of nasolabial area. A smear test was performed and the result were reported as negative. Histological findings indicated foreign body granuloma (foreign body reaction). On (B)(6) 2023, an excision was performed as a corrective treatment and the patient was not hospitalized. After the excision, there was improvement in the patient's condition. On (B)(6) 2023, the hcp had treated the patient with 300 units of hyaluronidase [hyaluronidase] and the treatment was still ongoing at the time of the report. The reporting physician assessed causality between restylane kysse and the adverse event abscess formation as possible. Outcome at the time of the report: abscess formation was recovering/resolving. Foreign body granuloma was unknown. Restylane kysse was injected to nasolabial area was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 26-may-2023 from the same reporter. Case upgraded to serious. Patient demographics, previous filler treatments, suspect device implant date, lot number, volume, needle type, expiry date, onset date, severity, location and outcome of event abscess formation, reporter causality and corrective treatment details were updated. V.2 brr results received on 05-jul-2023. No potential quality issues have been identified in the manufacturing process of the specified batch.

Manufacturer narrative:
Company comment: the serious events of abscess at implant site and foreign body reaction were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical and surgical interventions to prevent permanent damage. The potential root causes include the injection procedure associated with inadequate aseptic technique or foreign body reaction to the product in the local tissue. The restylane kysse was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-may-2023 from a physician which refers to a 55-year-old female patient. No information about medical history, concomitant medications or history of allergies has been provided. The patient had previously received treatments with restylane kysse and juvederm in nasolabial area regularly from 2009 onwards. On (B)(6) 2023, the patient received treatment with 0.2 ml of restylane kysse (lot 20544-1) to the right side of nasolabial area using a pointed needle with unknown injection technique for wrinkle. The restylane kysse was injected to nasolabial area (off label use of device). From (B)(6) 2023 onwards, the patient had experienced moderate abscess formation (implant site abscess) on the right side of nasolabial area. A smear test was performed and the result were reported as negative. Histological findings indicated foreign body granuloma (foreign body reaction). On (B)(6) 2023, an excision was performed as a corrective treatment and the patient was not hospitalized. After the excision, there was improvement in the patient's condition. On (B)(6) 2023, the hcp had treated the patient with 300 units of hyaluronidase [hyaluronidase] and the treatment was still ongoing at the time of the report. The reporting physician assessed causality between restylane kysse and the adverse event abscess formation as possible. Outcome at the time of the report: abscess formation was recovering/resolving. Foreign body granuloma was unknown. Restylane kysse was injected to nasolabial area was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 26-may-2023 from the same reporter. Case upgraded to serious. Patient demographics, previous filler treatments, suspect device implant date, lot number, volume, needle type, expiry date, onset date, severity, location and outcome of event abscess formation, reporter causality and corrective treatment details were updated.